Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test and would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The pace/defib engine board and analog board were returned to zoll medical corporation for further evaluation. The pace/defib engine board did not duplicate the customer's intermittent power issue and the board was sent to scrap. The analog board was evaluated and the customer's report of high leakage current was verified and attributed to a faulty top ECG shield. The analog board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was evaluated by zoll medical australia. The customer's report of "failed leakage current test " was duplicated and attributed to the pace/defib engine board. The customer report of "intermittent power up" was verified and attributed to the analog board. The pace/defib engine board and analog board were replaced to resolve the customer reports. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.